Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant of vad-54785it was reported that the patient developed a pump pocket infection which required IV antibiotics and a vacuum assist closure (vac) dressing to the pump pocket. The patient's lactate dehydrogenase (ldh) levels began to elevate and her inr was 2. The patient had tea colored urine and some elevated pump power. Two echocardiograms were performed and indicated that the left ventricle was unloading. Approximately two weeks later, IV heparin was imitated and a CT scan showed no malposition of the inflow conduit or outflow graft obstruction. Approximately 6 days later, it was reported that an abnormal sound was heard from the pump and an alteplase regime was initiated. The patient's ldh level decreased; however, the patient's urine color darkened upon completion of alteplase. Additional information received indicated that on (B)(6) 2013 a pump exchange was performed due to suspected thrombus and during the exchange thrombus was seen on the inlet stator.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.